Event description:
This medwatch report is being filed due to an increased number of invalid runs due to controls outside the package insert range with this lot of ca 15-3 controls. Control results outside the package insert range would result in an invalid run. A recall was issued and reported on june 9, 2006. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is a final report. An investigation is in process.